Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of probe failing element test was confirmed. The probe fails the probe assessment test with 1 failed transducer element. There is a dark vertical line in the ultrasound image due to failed transducer elements in the probe. The root cause is due to an internal failure within the probe.

Event description:
It was reported the probe not passing element test as it has three bad elements. Unaware of what cleaning solution they are using. No other information was provided. (B)(6) 2024 evaluation found the probe element failure to be causing dark vertical lines in the ultrasound image.